Event description:
Caller reported a cartridge alarm, specifically alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support confirmed the consecutive alarms and decided to replace the pump.